Event description:
It was reported that during the implant procedure, it was difficult to insert leads into the pulse generators header. After several attempts, the leads could be successfully inserted into the device header. The patient would continue to be monitored.